Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter with connected sample port connector (intact tamper evident seal) and inlet tube portion. Visual inspection of the sample noted no obvious visible defects. The balloon concentricity was observed to be 60:40. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. This is within specification per inspection procedure which states, "balloon shall inflate and deflate normally with use of syringe." A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that it was difficult to deflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate during pretest.